Manufacturer narrative:
The reported event was inconclusive due to insufficient information. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned photo sample noted one (without original packaging), used unknown ng tube. Visual inspection of the photo sample noted the complaint is considered inconclusive due to the return photo sample being unknown if the product in the picture is a bd product. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The actual/suspected device was inspected.

Event description:
It was reported that the left hip jp drain was removed by the doctor and noted that the jp tip was missing, thus retaining in the patient. Per additional information received via email on 15jun2022, it was reported that the serious defect was found in the nasogastric tubing and this was the device sent.

Event description:
It was reported that the left hip jp drain was removed by the doctor and noted that the jp tip was missing, thus retaining in the patient. Per additional information received via email on 15jun2022, it was reported that the serious defect was found in the nasogastric tubing and this was the device sent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.